Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 65mm abdominal aortic aneurysm. It was noted by the physician that the patient had a short conical proximal neck. It was reported that during the index procedure the final angiogram run noted a small type ia endoleak. The physician completed the procedure with no additional treatment. Per the physician, the cause of proximal type I endoleak was possibly due to patient's short and conical neck. No clinical sequelae were reported and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4). Conclusion: aortic neck length.